Manufacturer narrative:
The tech replaced the missing shoulder bolt that connects the release latch to the siderail to repair the stretcher.

Event description:
Info received indicates the siderail will not latch.